Manufacturer narrative:
Patient information was unavailable from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the 70-degree frontal balloon was plugged in but was not detected in the software. A manufacture representative confirmed that it was not listed in admin under ¿instrument not at this site¿ section. The procedure was completed using the frontal balloon but without the use of the navigation system. There was no reported patient impact. There was a reported surgical delay of five minutes.

Manufacturer narrative:
The system was evaluated on site and no failures were found. The system was found to perform as intended. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Incorrect date was submitted in supplemental MDR 1. The correct date should be 3/27/2019 as listed here. If information is provided in the future, a supplemental report will be issued.